Event description:
The account alleged that the bed has no head up function. No pt impact.

Manufacturer narrative:
Technician asked the account to check the coil voltage to the head up solenoid. No further info is available on the repair of the bed at this time.